Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that one-year prior there was a lead infection and medical intervention was not performed. Additionally, one year prior the patient underwent incision and drainage of a right groin abscess with complete resolution.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection. The implantable cardioverter defibrillator (ICD) system was removed. It was later reported the patient had nausea and was vomiting. The patient was seen in urgent care and sent home on medication. Four days later the patient became unresponsive and developed respiratory failure, was found to have bloody diarrhea rhabdomyolysis and encephalopathy related to an infection. The patient developed gram (B)(6) cocci (B)(6) bacteremia, infective endocarditis, septicemia, and there was lead vegetation. The patient was treated with intravenous antibiotic administration, the implantable cardioverter defibrillator (ICD) was ¿turned off¿ and laser lead extraction was performed. Multiple intubations were performed. Following, a surgical tracheostomy due to respiratory failure and stroke was performed. Approximately two months later the patient was short of breath and a pulmonary embolus was discovered. The patient was placed on medication and sent home from the emergency department. Two days later the patient was re-admitted due to shortness of breath, congestive heart failure (chf), and atrial-ventricular insufficiency. An echocardiogram showed two separate densities noted on the pacing lead and a nodular mass on the aortic valve consistent with vegetation. A computerized tomography scan of the head showed multiple embolic strokes related to bacteremias of the ICD lead. The patient died, and the cause of death was listed as cardiogenic shock secondary to infective endocarditis. The patient developed multiorgan failure with multiple cardiac arrests originating from chf with severe aortic valve insufficiency. The patient was a participant in the post approval network product surveillance registry.